Manufacturer narrative:
Evaluation begun, but no conclusions drawn.

Event description:
During cardiopulmonary bypass, the device unexpectedly displayed an air bubble alarm, even though no air was present in the circuit. The device was replaced. There was no reported adverse consequence to the pt as a result of this event.